Event description:
It was reported that the patient with this newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD) was undergoing defibrillation threshold (dft) testing to confirm system integrity. Ventricular fibrillation (vf) was induced in the patient, however the vf ended up being undersensed by the s-ICD causing a delay in shock therapy delivery. An external shock had to be delivered, which was able to convert the patient to sinus rhythm. The s-ICD was reprogrammed and dfts were attempted a second time, and again, undersensing of vf was noted causing a delay in therapy. External shock therapy had to be delivered three times to convert the patient out of vf this time. The patient will be hospitalized until the physician decides a next action. The s-ICD remains in service and no additional adverse patient effects were reported.